Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the device tested positive for an unexpected contamination; an olympus endoscopy support specialist visited the user facility on (B)(6) 2025 with the intention of completing the in-service. Upon further investigation, in-service was not needed. It was reported that the subject device did not have three separate positive cultures and that there was a miscommunication between staff and management. The user facility confirmed that there was no microbiological contamination.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope tested positive for an unexpected contamination. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.